Manufacturer narrative:
Insulin pump was received with missing segments due to open heat bond of zebra connector, short side on lcd. Unit had an error alarm after battery change due to leaky capacitor on mother board. Unit had minor scratched overlay.

Event description:
The customer reported via phone call that she wanted to return her insulin pump. She wanted to return it because she had received a new insulin pump. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.